Event description:
Boston scientific received information that during a routine device change out procedure, this lead reportedly fell apart when it was removed from the header of the chronic device. The lead was then surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the lead was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin insulation was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.